Event description:
It was reported that prior to a pci procedure, the distal tip of the 7f mach1 guide catheter came off. The procedure was completed with another of the same device. Pt status is reported as "good."